Event description:
Surgery for hardware removal of pedicle screws from l5-s1 and rod. Original surgery 2001. 5.5 x 40 screw was broken prior to removal. Screw apparently broken during past 18 months of recovery. Top half of screw removed. A section of the screw remains in pt's spine.